Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a neurological coiling procedure using a 8f sheath. Reportedly, the suture broke while advancing the suture trimmer on the suture. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to previously filed report, update to information provided: reportedly, the suture came out of the anatomy with device removal. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported suture malposition was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device problem code 1562 removed; 2616 added.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a neurological coiling procedure using a 8f sheath. Reportedly, the suture broke while advancing the suture trimmer on the suture. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.